Event description:
It was reported by the rep that when the device, with reload cartridges, was used during an unknown procedure, it did not staple. Opened another device to complete the case. There was no consequence to pt.